Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and was unable to duplicate the reported problem. The power supplies were checked. The system operates as intended.

Event description:
The customer reported that the cine drive on the 9800 system would lock up. No patient injury was reported.